Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of image loss. There was evidence of fluid invasion inside the endoscope and electrical connector, which most likely caused or contributed to the static image observed. The narrow band imaging and endoscope data transmission were also not operative. There were burn/corrosion marks noted in the flexible printed circuit board. The cause of the user's experience was most likely due to fluid invasion. As the device passed leak testing, user handling cannot be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, the users experienced a complete loss of image. The users completed the procedure with a different but similar device. There was no patient injury reported.